Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented to the clinic, the device was found to be competitive atrial pacing and inducted a short atrial tachycardia due to an increased rate after the pace which fell after a pre-atrial contraction. Interrogation revealed an instance of atrial sense-ventricular pace at the patients metatarsophalangeal upon activated atrial fibrillation suppression and a single competitive atrial paced event. Programming changes were recommended but not made at the time of the call. No additional information was available. The patient condition was stable and will continue to be monitored.